Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced infusion set's tape not sticking event on 24-jun-2024. The issue had occured within one day of use. The site of insertion was located at abdomen. No further information available.